Manufacturer narrative:
Investigation of the returned guidewire revealed that the core wire and the composite core was broken off at approx. 6mm from tip end, coil wire was found broken at the distal tip end brazing. Close observation revealed the severe deformation with composite core, and the trace of breakage due to excessive rotational force. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the obtained information and the outcomes of the investigation of returned device, it is inferred that tip of the guidewire was trapped in the calcified cto lesion, where rotational manipulation was made excessively to the guidewire, rotational force was accumulated to the core wire and composite core, resulting the breakage of the core wire and composite core, then also the coil wire breakage at its distal end. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, the guidewire was advanced to a over 20cm long cto lesion at sfa with a microcatheter from other manufacturer, during the attempt to cross the lesion, it was found that the guidewire tip was trapped. The microcatheter used in combination was advanced over the guidewire and removal of the device were attempted, however the guidewire was broken off. Broken fragment was decided to leave in the anatomy at the physician discretion. No complication is reported with the patient.

Manufacturer narrative:
(B)(4).